Manufacturer narrative:
H.6. Investigation: photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of ultrasafe x100l png clear nvs stein experienced separated/broken safety devices. Product defect occurred during use. The following information was provided by the initial reporter: the customer went home and opened the packaging box and found that the pre-injection pen was partly off.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8206727, medical device expiration date: 2023-06-30 , device manufacture date: 2018-07-25. Medical device lot #: 8312560 , medical device expiration date: 2023-10-31, device manufacture date: 2018-11-08. An additional PMA/510(k)# is listed as k122558. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of ultrasafe x100l png clear nvs stein experienced separated/broken safety devices. Product defect occurred during use. The following information was provided by the initial reporter: the customer went home and opened the packaging box and found that the pre-injection pen was partly off.